Manufacturer narrative:
Citation: nombela-franco. Clinical impact and evolution of mitral regurgitation following transcatheter aortic valve replacement: a meta-analysis. Heart. 2015 sep;101(17):1395-405. Doi: 10.1136/heartjnl-2014-307120. Epub 2015 jun 9. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the clinical impact and evolution of mitral regurgitation (mr) following transcatheter aortic valve replacement (tavr). All data were collected from a meta-analysis review of 17 selected studies from january 2002 to december 2013. The study population included 8015 patients assessed for impact of baseline mr and 1278 patients assessed f or changes in mr following tavr. An unspecified number of these patients were implanted with a medtronic corevalve bioprosthetic valve (no serial numbers provided) amongst other manufacturer¿s devices. Among all patients, an unspecified number of mortalities occurred at 30-days and 1-year post-implant. No further details were provided regarding these deaths. Based on the available information medtronic product may have been associated with the death(s). Among all patients, adverse events included: severe mitral regurgitation (mr), severe aortic paravalvular regurgitation, aortic stenosis, atrial fibrillation, pulmonary hypertension, left bundle branch block, and need for a permanent pacemaker implant. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.